Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient noticed wound open, draining, and irritation due to device pocket infection. Upon inspection in-clinic, it was noted that there was some discharge of yellow exudate. The patient was treated with antibiotics. The event was resolved. The system remains implanted.

Event description:
New information received indicates that the event was resolved without sequelae.